Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing voice loss and is unable to talk. As a result, the vns settings were changed and this caused an increase in seizures. Patient only had one seizure in (B)(6) 2022 which was an improvement from her baseline, but once settings were changed to accommodate reported shocking sensation, patient has had 4 seizures. No additional relevant information has been received to date.

Event description:
Further information was received reporting that patient still can't talk and saw an ent. The physician did a scope on the patient's throat and found that they have true left vocal cord paralysis from hyperstimulation. No additional relevant information has been received to date.